Event description:
As reported by the edwards lifesciences affiliate in germany, during the procedure, there was a right ventricle (rv) effusion/rupture and the patient was converted to surgery to patch the rv. The patient had an evoque procedure with an anticipated use in tricuspid position. During the procedure, the delivery system (ds) was inserted and positioned into the annulus; however, when the ds was pushed further anteriorly, the second operator was unable to pull the wire due to a kink in the vessel and the wire went through the ventricle. After that movement, the physician pulled the wire; unfortunately one minute later, the echocardiographer confirmed there was a rv effusion / rupture. The patient experienced tamponade, and the procedure was converted to surgery to patch the rv.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, d5, g3, g6, h2, h4, h6 and h11. Additional type of investigation codes that were unable to be added in h6: device lost in transit analysis of images labeling review. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence from imaging evaluation and information gathered from the edwards clinical specialist. The device history record review was completed and there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. The field team discussed the event with the chief of the department (first operator), who identified poor communication about the friction as the root cause. The team did not find any device issues. Available information suggests that the lack of communication and the patient conditions (tortuosity in the access vessel) contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h3, h6 and h11. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence from imaging evaluation and information gathered from the edwards clinical specialist. No manufacturing non-conformities were confirmed in the product return for the delivery system and imaging for the implant. Complaint units passed all functional testing. Available information suggests that the lack of communication and the patient conditions (tortuosity in the access vessel) contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.